Event description:
An attempt was made to use the device on a person described as in cardiac arrest. The device allegedly failed to turn on. The reporter indicated that after a couple of minutes, a policeman arrived on scene and used another automated external defibrillator to administer shocks to the pt. An ambulance subsequently arrived and continued treatment of the pt. The pt was not resuscitated. There were no adverse affects to the pt reported as a result of device use.